Manufacturer narrative:
Investigation summary: the customer did not return the sample, only provided a photo of the defective sample. From the photo, it can be seen that there is a black substance on the needle wing of the product, and it is impossible to confirm whether the foreign object can be moved. DHR review was not performed as the lot number is "unknown" for this complaint. Since no sample was returned, it was impossible to confirm whether the foreign object could be moved based on the photos provided by the customer, so the root cause of the complaint could not be confirmed.

Event description:
It was reported that the unspecified bd pegasus catheter had foreign matter on the device. The following was translated from chinese to english: the indwelling needle is soiled.

Event description:
It was reported that the unspecified bd pegasus catheter had foreign matter on the device. The following was translated from chinese to english: the indwelling needle is soiled.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.